Event description:
According to the complainant, the easypump was infusing too quickly. Reportedly, the pump was filled with fluorouracil (5fu) using normal saline (ns) as the diluent. The nominal fill was 240 milliliters (ml). Although the pump should have infused over 24 hours, the chemotherapy was completed in 8 hours. The reported stated that the "patient has been educated on the factors that can influence flow rate (such as temperature and position of the pump, etc.) And has used easypump now for about 6 months." No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. Final control flow rate report of affected batch 24f02ge511 was reviewed. For final control flow rate report, the average flow rate deviation from the nominal flow rate was between -3.54% and 2.11%. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.